Manufacturer narrative:
The device is expected to be returned to an olympus service center for evaluation, but has not yet been received. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device exhibited error codes e116, e117, and e118 (otv error). There was no report of patient or user injury due to the event. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The evaluation was completed. During device evaluation, the phenomena of error codes e116, e117, and e118 were not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomena based on the investigation result. Damage was found to the front panel; however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.